Event description:
The MFR rec'd info alleging a ventilator was alarming for a loss of ac power. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.